Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) in complaint was returned to zoll (B)(4) for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the system was performed and found the front cover was cracked. The autopulse platform is a reusable device and was manufactured on 12/23/2014. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform archive log showed that warning 1 - low battery warning, user advisory (ua) 17 (max motor on time exceeded) and ua 45 (shaft not at "home" position ) occurred on 09/18/2016; thus confirming the reported complaint. Additionally, the user advisory (ua) 2 - (compression tracking error) message occurred on the first compression. Further review, the archive also, showed that the li-ion battery charge (1280mah) was used on the platform. The platform had performed 63 compressions on a medium size object then a "low battery "warning message displayed on the screen and stopped compressions and displayed ua 17 message. However; the customer pressed "restart" button to clear ua 17 and continued to use the platform with the same battery. After 396 compressions were initiated, the platform stopped again due to another ua 17 message. The remain capacity of the battery at this time dropped down to 1038mah. After 4 minutes, the platform was restarted and stopped after a first compression with displaying (ua) 2 - (compression tracking error) message. During this time, the drive shaft not being at home position. Functional testing could not be performed due to a ua 45 error message that displayed upon powering on the platform. It was determined that the ua 45 was due to the encoder shaft was one revolution off the home position. After the drive shaft was rotated to the "home" position, a run-in testing was performed using the 95% patient test fixture (lrtf) without exhibiting any of the user advisory or fault. In addition, the load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. The clutch plate was also deburred. In summary, the reported complaint of "stopped compressions" and ua 45 were confirmed during archive review but not during functional testing. The root cause for platform stoppping compressions was due to the platform displaying ua 2. Ua 2 was attributed to the patient/object possibly shifting/moving during compressions. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. To remedy the ua45 fault, the driveshaft was rotated to the "home" position. Unrelated to the reported complaint, the physical damage to the platform was attributed to normal wear and tear. Following the service repair, the platform passed all testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 2 (compression tracking error) occurs as the drive shaft rotates and shortens/tightens the lifeband (compresses on the chest). The load sensors did not sense the expected increase in the load, when the patient/object shifted. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45. Based on the information received from the customer, rosc (return of spontaneous circulation) was never achieved with manual CPR which is standard of care. The autopulse is intended to be used as an adjunct to manual CPR. In case of stoppage of autopulse, the user reverts to manual CPR. The transistion from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and would present the same workflow as manual CPR. Additionally, per reporter, the death was not attributed to the autopulse platform.

Manufacturer narrative:
The autopulse platform has not been received in complaint for investigation . A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that on (B)(6) 2016, the ems responded to a patient who was unresponsive. There were no signs or symptoms of trauma. No medical history of patient was available. The platform was deployed without any issues. During active operation, the platform performed a few compressions then stopped and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The platform was restarted multiple times and the battery was removed re-inserted. The crew was unable to clear the error message. The use of autopulse platform was aborted and the crew reverted to manual CPR until the patient was transferred to the emergency room (ER). The crew believes that there was pulseless electrical activity (pea) activity during transport. Return of spontaneous circulation (rosc) was not achieved. The patient was pronounced at ER . The cause of death was unknown. Per the responding crew, the death was not attributed to the autopulse platform.